Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, this demo unit would not start normally and the lcd is always black. There was no adverse pt consequence.